Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Physician reporting rupture of implant diagnosed by ultrasound and capsular contracture baker grade unknown. Device has been explanted unknown if device has been replaced. This relates to the left device.

Event description:
Physician reporting rupture of implant diagnosed by ultrasound and capsular contracture baker grade unknown. Device has been explanted unknown if device has been replaced. This relates to the left device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening and missing side assessed as conclusive. (Shell thickness was within specification) capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations. Red particle observed on the device.